Manufacturer narrative:
Complaint is confirmed. Visual inspection found that half of the active electrode was detached from the ceramic insulator and signs of burnt at the distal end of the shaft. Functional testing was not performed on the device due to the detached face. The most likely cause of this failure is applying excessive force through leveraging/prying the device.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales rep via email that an ar-9831, apollo rf® i90, aspirating ablator 90° has its face plate peeled back or coming loose from the tip during surgery. This was detected during use in an unspecified procedure (B)(6) 2023 with no patient injury.